Manufacturer narrative:
H3: 8637-40 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 10 mg/day via an implantable pump. It was reported that the patient experienced less pain reduction and underdose. While refilling there was more medicine in the pump as is should be. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included changing the catheter two months ago, refilling, and now were changing the pump. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial#: unknown, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The onset date of the volume discrepancy and patient¿s symptoms were unknown. The model number, serial/lot number, and implant date of the catheter were unknown. It was indicated that the catheter was not explanted. It was further indicated that there had been no better time after changing the catheter, so the surgeon decided that the pump has a problem. Now after changing the pump using the same catheter, everything was fine. The pump was being returned to the manufacturer.